Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The guide placement was not good and so the device was pulled to the catheter tip. The device was re-advanced but resistance with the catheter tip and stent was encountered. It was noted that the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported.